Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior view of the sm hps dv 460cc breast implant, measuring approximately 3.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 460cc mentor smooth round high profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (left) 560cc mentor memorygel breast implant catalog: shpx560 lot: 9541480 sn: (B)(4) and (right) 560cc mentor memorygel breast implant catalog: shpx560 lot: 9552251 sn: (B)(4). On (B)(6) 2021, the suspect medical devices were received and on may 25, 2021, mentor became aware that the right implant device was also deflated. This medwatch form is for the right breast prosthesis. The deflation on the left breast/implant has been reported under mrn: 1645337-2021-04232.